Event description:
Exactamix 2000ml eva container has 3 ports at bottom of bag. The middle port completely comes off when nurse tries to hang on pt. Pharmacy contacted drug rep and nothing has been done to fix this. This has happened several times and all come from the same lot number of 1135577, exp 2019-03 9083 04.04.16 18:05. 06, ref (B)(4) manufactured by baxter and exacta mix, baxter international inc. This is costly.